Event description:
Healthcare professional (hcp) reported a patient was injected in the lips and perioral with one syringe of juvéderm volbella® xc. Approximately one year and three months later the patient went to an urgent care facility where the patient presented with "(non-device related) pustule that burst on it's own and was draining blood and pus." Patient was prescribed sulsanethoxazole 1 tablet for 10 days. About one week later the patient reported to the injecting hcp that they were experiencing ¿severe swelling and nodules at injection sites.¿ the hcp advised the patient to "ice, use zyrtec, and use pepside." One week later the patient was treated with decadron 4 mg 2 x per day for 3 days then 1 pill daily for 2 days. About one month later the patient was treated again with decadron 1 pill daily for 10 days. About one week later the patient was treated with 1ml of hylenex®. Hcp additionally reported four days prior to patient going to the urgent care facility they were treated with augmentin, prednisone and lisinopril. Events are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess, deemed not device related, is considered an unexpected adverse drug experience.